Event description:
It was reported that the pulse generator exhibited backup vvi operation during a firmware upgrade. The device was restored to proper settings. Patient was asymptomatic during process of restoration of device. Upgrade was not completed and it was discussed to reattempt upgrade.